Manufacturer narrative:
The initial report was sent in error, this is not a reportable event.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Concomitant medical products: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.